Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pump alarmed replace battery now and customer is also having issues with their key pad. The customer declined to troubleshooting. The customer's blood glucose level was "in range" according to the customer. The product is not being returned for analysis.